Event description:
It was reported that the device was not working properly. Alarm 113 on device. Per follow up information received via mail on 17nov2025, device was sent to task management depot for repair and not serviced yet. Could not confirm patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.